Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found the forceps elevator adhesive was missing, the bending section cover glue was peeling, and there were scratches on the light guide tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The demo evis exera ii ultrasound gastrovideoscope was sent in for an annual inspection. There was no allegation of a malfunction. During the inspection and testing of the returned device, the forceps elevator adhesive was missing from the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.